Event description:
As reported by the user facility: event #2: reports the sets leaked chemo medication. The chemo medication used is unk. The location of the leaks on the sets is also unk.

Manufacturer narrative:
(B)(4). Two used y-extension sets, and one opened package identifying the reported lot # 0061349795 were received for evaluation. The y-extension sets were subjected to air pressure and water pressure (leakage) tests according to specification with acceptable results. There were no leakages observed from any location on the sets during the testing time frame. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformities of this nature noted in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned samples met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.